Event description:
On 25th july, 2023 getinge became aware of an issue with one of surgical equipment - flat screen 27. It was stated the monitor screen was broken. Photographic evidenced confirmed that issue and indicated that monitor screen had missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th july, 2023 getinge became aware of an issue with one of surgical equipment - flat screen 27. It was stated the monitor screen was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 25th july, 2023 getinge became aware of an issue with one of surgical equipment - flat screen 27. It was stated the monitor screen was broken. Photographic evidenced confirmed that issue and indicated that monitor screen had missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specifications due to the monitor screen was broken which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. According to the subject matter expert at the manufacturing site, the incident is due to collision. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Move the device carefully to avoid a collision. To prevent an incident, check the device, during daily visual and functional inspections, that the device has not suffered any impact damage. (Maquet equipment IFU 01821 en 12, page 31) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 25th july, 2023 getinge became aware of an issue with one of surgical equipment - flat screen 27. It was stated the monitor screen was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.